Event description:
It was reported that "the threaded tip of the draw rods broke off as the surgeon was trying to thread into the screw for removal."

Manufacturer narrative:
Method: visual inspection, mfg record review, complaint history analysis, labeling review and risk assessment. Results: after visual inspection the threaded tip of the returned reflex-hybrid revision driver draw rod was confirmed to be broken. Manufacturing record review: no anomalies that could be associated with the breakage were reported during the mfg. Complaint history analysis: (B)(4) previous records have been received involving (B)(4) units. Investigations into past complaints concluded that the failures were the result of user-error i.e. Over-angulation. The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft. Risk assessment: there were no reports of adverse consequences to the pt as a result of the instrument breakage. The surgery was completed successfully. Conclusion: it is believed to be the result of user-error. The surgical technique states that cantilevering the instrument may damage the tip of the instrument.